Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-00110 for hospitalization. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that after he was hospitalized in (B)(6) 2013, he received a loaner insulin pump. The customer explained he had just received his new device but, it had not been programmed yet and he was still using the loaner insulin pump. Customer's blood glucose at the time of the call was 216 mg/dl. While assisting the customer in obtaining the settings from the device in use to program the new insulin pump; the customer reported he received a motor error alarm during prime. The alarm history was checked and the customer stated the alarms received were a compromised force sensor system alarm and a motor error alarm. The customer stated he had an appointment and would program the new device then. The insulin pump was not returned for analysis.